Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. The home patient (hp) saw gaps of air in the patient line. Gts had the hp cycle power and advised the use of new disposables. There was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient (hp), the hp said, she did not know how air may have gotten in the line. She did not notice anything unusual with the supplies. The hp said, she resumed therapy, but did not notify her nurse. The hp was advised to contact the nurse anytime there is air in the line. No patient injury or medical intervention was reported.